Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device and associated lead presented in ventricular tachycardia (vt). The patient had not been seen since 2001 when the device had declared end of life (eol). The patient was seen for a revision procedure where upon pulling the lead out of the header, the rate/sense terminal pin broke off inside of the header. The remaining portion of the lead was capped. The device was returned for analysis. There were no adverse patient effects reported.